Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem would not recognize the battery pack. The cause for the failure was isolated to contamination to the battery board contacts. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated charger/modem.

Event description:
A review of service data detected a reportable event. During servicing, battery charger sn (B)(4), the charger would not recognize a battery pack. The last pt to use this charger did not report any deficiencies.